Event description:
Reporter indicated a pt was diagnosed with left vocal cord paralysis due to initial vns implant surgery that occurred on (B)(6) 2010. The pt has had an intervention of silastic implants placed into the vocal cord. The pt is slowly improving and receiving vns therapy at this time. Vns diagnostics tests were reported to be within normal limits, but the exact date and results were not recalled.